Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was implanted less than a year ago but only had 5.5 years remaining. It was noted that the patient has had frequent atrial flutter. Reportedly, about a month after implant the longevity was 6.5 years and then went to 5.5 years since april 2019. Furthermore, health care professional (hcp) called and was concerned about possible premature battery depletion. Field representative then requested to have device analyzed. Moreover, the field representative called again for suspected battery depletion. However, it appeared that the battery longevity was improving but then it went again to five years. The field representative will request another analysis to verify that there was not something else affecting the battery. At this time, the device remains in service. No adverse patient effects were reported.